Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell, (lot number: n5a1547y). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection and functional testing noted no abnormalities. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reprogram failures. It was reported that prior to use, the screen displayed a power handle error with a red circle and a line through it. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, when assembling the powered stapler, the device turned on quickly without the user looking at the screen. The shell was also connected. When rotating the device, the screen displayed a power handle error with a red circle and a line through it. A new handle and shell were used to resolve the issue. There was no patient involved. Medtronic's initial evaluation of the incident is that the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.